Event description:
A pump alarm was heard. Telemetry confirmed a critical alarm was occurring; alarm due to zero ml reservoir volume reached. The patient's family missed the pump refill appointment scheduled for early (B)(6); the last refill occurred in early (B)(6) 2011. The pump refill was now 2 months overdue. The patient was experiencing itching. The pump was filled on 2011 (B)(6) and the patient's symptoms resolved. The pump was delivering lioresal.

Manufacturer narrative:
Catheter: model 8709sc; serial # n265785009; implant date: 2010 (B)(6); explant date: na.